Event description:
It was reported that the customer was experiencing high and low blood glucose. Customer stated the lowest blood glucose she experienced on the insulin pump was 32 mg/dl. Customer stated her trainer and diabetes clinical manager adjusted her basal rates. Customer declined to do troubleshooting. Customer stated she believes the high blood glucose was related to her fibromyalgia. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.